Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause of chemistry discoloration is due to improper handling: strips washed and returned to vial. (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the blood sample was absorbed. During the call on (B)(6) 2016 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed during call on (B)(6) 2016 produced result of e-3. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date was undisclosed. Adverse event not reported at time of call on (B)(6) 2016.